Event description:
A surgeon reported that a memory lens (u940a) iol implanted in the right eye of a pt in 2000 has been explanted in 2005 due to opacification. Pt is "doing well". No further info is available at this time.